Event description:
New information received notes the issue was observed during remote transmission. A decision was made by the clinician not to bring the patient into clinic sooner unless additional episodes were observed. The patient was being monitored remotely and the next visit in clinic was several months away. The patient was stable.

Event description:
It was reported that non-sustained right ventricular oversensing determined to be due to intermittent under sensing on the right ventricular discrimination channel was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.